Manufacturer narrative:
(B)(4). The serial number on the returned sample is (B)(6). The lot number for the returned sample is 18f24f0031. Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a plastic bag. Upon return, a non-teleflex sheath was noted on the iabc. The one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. A kink to the iabc central lumen was noted at approximately 5.5cm from the iabc distal tip. A bend to the iabc central lumen was noted at approximately 48.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were not-ed. The iabc was leak tested in accordance with testing methods from manufacturing procedure. No leaks were detected. Full inflation was achieved. The device passed the leak test. The iabc was connected to an iabp using a lab inventory 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The iabc was pumped for a minimum of 30 minutes. There were no alarms triggered. The bladder inflated and deflated completely with each beat. The balloon pressure waveform (bpw) was normal. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. Resistance was noted at approximately 5.5cm and 48.5 from the iabc distal tip, which are the locations of the previously noted kink and bend. The guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon losing helium" is not confirmed. The returned intra-aortic balloon catheter (iabc) passed functional test specifications. The returned iabc bladder was fully intact with no abnormalities noted. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "male patient around 70 years old with normal bmi presented to our department due to acute myocardial infarction with symptoms onset around 5 days ago. He transferred to the ICU and cardiac ultrasound was performed. In the cardiac ultrasound revealed rupture of the ventricular septum due to myocardial infarction. Then the patient who was in cardiogenic shock with low blood pressure and inotropes support, transferred to the cath lab where a coronary angiography and placement of intra-aortic balloon pump was performed. After one day with intra-aortic balloon pump therapy in the ICU the device's alarm signaled that the balloon losing helium inside the aorta". Additional information states "iabp therapy was stopped due to possible balloon rupture and helium loss". The user at the health care facility also reported "there is no direct association between death and iabp malfunction". The cause of death reported by the facility is "multiorgan failure".

Event description:
It was reported "male patient around 70 years old with normal bmi presented to our department due to acute myocardial infarction with symptoms onset around 5 days ago. He transferred to the ICU and cardiac ultrasound was performed. In the cardiac ultrasound revealed rupture of the ventricular septum due to myocardial infarction. Then the patient who was in cardiogenic shock with low blood pressure and inotropes support, transferred to the cath lab where a coronary angiography and placement of intra-aortic balloon pump was performed. After one day with intra-aortic balloon pump therapy in the ICU the device's alarm signaled that the balloon losing helium inside the aorta". Additional information states "iabp therapy was stopped due to possible balloon rupture and helium loss". The user at the health care facility also reported "there is no direct association between death and iabp malfunction". The cause of death reported by the facility is "multiorgan failure".

Manufacturer narrative:
Qn#(B)(4).